Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricle (rv) lead. The physician suspected rv lead damage, however, diagnostic imaging was not performed. Provocative testing was performed and the noise was unable to be reproduced. Abbott technical support was contacted; however, no intervention has been performed at this time. The patient was in stable condition.